Manufacturer narrative:
Additional product device code: hwc. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, surgery was performed on a patient for the distal humeral fracture (right side) and patient was implanted with volare distal two-column radius plate. A week later patient left the hospital at his request. Thereafter, on an unknown postoperative date the implanted plate broke. A revision surgery was performed on (B)(6) 2018 to replace the broken plate with a new one. The hospital comments on the patient as follows. The patient is busy in transport, doing work outdoors like snow shoveling. Rehabilitation after leaving the hospital was not managed by the hospital. Concomitant devices reported: 2.7mm ti va locking screw slf-tpng with t8 stardrive recess 16mm (part # 04.211.016s, lot#: l552838 or l493818 or l605469, quantity 1), 2.7mm ti va locking screw slf-tpng with t8 stardrive recess 22mm (part # 04.211.022s, lot#: 9271964 or l471528, quantity 1), 2.7mm ti va locking screw slf-tpng with t8 stardrive recess 30mm (part # 04.211.030s, lot#: 9407097, quantity 1), 2.7mm ti va locking screw slf-tpng with t8 stardrive recess 50mm (part # 04.211.050s, lot#: l365639, quantity 1), 2.7mm ti va locking screw slf-tpng with t8 stardrive recess 54mm (part # 04.211.054s, lot#: l310180, quantity 1), 2.7mm ti va locking screw slf-tpng with t8 stardrive recess 58mm (part # 04.211.058s, lot#: 9280179, quantity 1), 3.5mm ti locking screw slf-tpng with stardrive recess 32mm (part # 412.112s, lot#: 9727439, quantity 1), 3.5mm ti locking screw slf-tpng with stardrive recess 34mm (part # 412.113s, lot#: l454558, quantity 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Material received at investigation/evaluation site. Device history records review was conducted. The report indicates that: the involved lot (lot l404705) has been manufactured in may 2017. Device history lot - part no.: 04.117.602s lot no.: l404705. Manufacturing location: (B)(4). Release to warehouse date: 17.may.2017. Expiry date: 01.may.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: we have forwarded the received plate to the responsible manufacturing site for further evaluation with the following results: as received condition: the plate is visually damaged (plate is broken at level of the hole 2) and it has been returned not in original packaging, together with eight concomitant screws. Information etched on product matches to DHR. All the inspection performed according inspection sheet and passed. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The involved lot l404705 has been produced starting from the semi-finished lot l276248, manufactured with raw material lot 19675. The review of the raw material certificate has been performed. In the certificate, it is reported that the material fulfills the specification. Investigation: the plate was inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿broken/cracked¿ reported in the procedure. All the measurable features pertinent to complaint condition have been found conforming to specification. The plate is broken postproduction at the level of the hole 2; for this reason, the hole proximal to the breaking area (hole1) was re-inspected. The relevant measurable features for the hole 1 were found conforming to specification. Since all the holes are manufactured in the same production step, using the same cnc program and tools (repeated features), it can be stated that hole 2 is in specification, as well. The plate thickness and width were measured in different points of the plate and found in specification. No evidence of nonconformance manufacturing related. Conclusion: considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned items, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. It has been determined that no corrective and/or preventative action is proposed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate